Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, recurrent urinary tract infection. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria and urinary tract infection. (B)(4).

Event description:
It was reported that following insertion the patient experienced hematuria and urinary tract infection.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent extensive transvaginal urethrolysis, exploration of the left retropubic space, exploration of the right retropubic space for mesh removal, removal of mesh from the levator and obturator muscle and bladder wall, abdominal vaginal exploration with suprapubic mesh removal on (B)(6) 2013 due to complications of mesh surgery, suprapubic and vaginal pain, dyspareunia, history of obstructive symptoms. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat stress urinary incontinence, bleeding, and pelvic adhesions concurrently with a laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy. It was reported that the patient underwent sling revisions due to pain, infection and retention on (B)(6) 2011. The patient also underwent a revision on (B)(6) 2012 due to pain, infection and erosion into the bladder. It was reported that patient underwent excision of the sling on an unknown date due to erosion into the bladder.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent excision of mesh on (B)(6) 2011, and (B)(6) 2012 concurrently with a cystoscopy due to pain, infection, and mesh erosion into bladder. (B)(4).